Event description:
It was reported that the patient experienced pericardial effusion, a drop in blood pressure, and cardiac perforation. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave catheter was used. After completing ablation of the right pulmonary veins the patient had a drop in blood pressure. A pericardial effusion was confirmed via intracardiac echocardiography (ice). Pericardiocentesis was performed. The patient was sent to the intensive care unit but was in stable condition. It was believed that a perforation may have occurred on the left side of the heart while manipulating the catheter. It is unknown if the procedure was completed. The current condition of the patient is unknown. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information.